Event description:
Consumer called to report accuracy issues with her husband's meter. Readings don't compare with lab tests that have been done. Analysis run on consensus error grid usinglag reading (59) as reference point vs. Bd reading (105) yielded data points in the c zone of the grid, outside of acceptable limits.